Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product and quality control documentation for lot number q1209a, expiry date 2015-03 were reviewed. The investigation showed that the product met specifications. No associated non-conformance were noted. Manufacturer's comment: the benefit-risk relationship of product is not affected by this report.

Event description:
Pain in both knees (after third synvisc injection) [arthralgia]. Injection site irritation . Knee swelling [joint swelling]. Pain in both knees (after first synvisc injection) [arthralgia]. Pain in both knees (after second synvisc injection) [arthralgia]. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a patient (demographics not provided), initials unknown. The patient's medical history significant for previous use of synvisc for a long time without any problems. On an unspecified date, the patient initiated treatment with intra-articular synvisc (hylan g-f 20) injection in knee joint (dosage regimen not provided). On unspecified dates, the patient experienced knee pain, knee swelling, injection site irritation and knee effusion in the night after the specific injection. On an unspecified date, knee puncture was done. The puncture specimen was examined and showed no hint of bacteria. The patient was treated with non steroidal anti-inflammatory drugs for the events of knee pain and knee swelling and was also applied local cooling for injection site irritation. Action taken with synvisc treatment was not provided. On unspecified dates, the patient recovered from all the events. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc and all the events was not provided by the reporting physician. Follow-up information was received on (B)(4) 2013 from an orthopedist regarding the patient demographics, suspect product and clinical course, which upgraded the case to serious (treated with steroid). The patient was identified as a (B)(6) male, initials (B)(6). The patient's medical history was significant for osteoarthritis of both knees (x-ray grade; two to three), joint narrowing and previous use of synvisc in both knees in 2011. On (B)(6) 2013, the patient initiated treatment with synvisc (first injection of the series) at a dose of 02 ml, into both knees. The following day, the patient experienced "pain in both knees" (previously captured as knee pain). On an unspecified date in (B)(6) 2013 (two to three days later), the patient recovered from the event of "pain in both knees". On (B)(6) 2013, he received second synvisc injection in both knees. The following day, he again experienced "pain in both knees" which recovered after two to three days. On (B)(6) 2013, he received third synvisc injection in both knees and the following day again experienced "pain in both knees". Two to three days later, the patient recovered from third episode of pain in both knees. It was reported that there was no prior effusion before three injections. The event of "knee effusion" was deleted as no exudate was collected after last synvisc treatment. On unspecified date (in 2013), the patient received treatment with intra-muscular dexamethasone (dexamethasone) at a dose of 04 mg for all the episodes of "pain in both knees" and knee swelling and he also received meloxicam (previously reported as non-steroidal anti-inflammatory drug) at a dose of 15 mg for all the three episodes of "pain in both knees", injection site irritation and knee swelling. The intensity for the all the three episodes of "pain in both knees" was moderate. The reporting orthopedist assessed the relationship between synvisc and all the three episodes of pain in both knees as possible.